Manufacturer narrative:
A review of the device history record could not be conducted because a lot number was not provided. A sample was not returned to the manufacturing site for evaluation however a photograph was submitted with the complaint report. An examination of the photograph demonstrates that a leak was detected near the cross spike. The root cause and corrective/preventative actions (CAPA) for the reported condition is confirmed to be related to a manufacturing/production process. A formal CAPA has been issued and is currently in process. This complaint will be closed with no further action. If sample is received later, the complaint will be reopened for investigation. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. If additional information or the sample is received, the investigation will be reopened and responded to accordingly.

Event description:
The customer reported that the tubing leaked near the spike connector.